Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a clock battery failure which was found during testing. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a scratched lcd lens. There was no applicable evidence to review in the event history log. Functional testing was able to replicate the reported issue; the device goes back to factory reset upon every power up. The most probable root cause was determined to be a faulty/corrupted internal battery. The main pcb board was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.